Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: dirt present. Probable root cause: foreign material left in the device, stains, corrosion, inadequate cleaning process, environmental conditions, dents, scratches, shipping damage. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside the sterile packaging.